Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident. Troubleshooting was declined for high blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test and sensor failed per specifications. No needles returned. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.